Event description:
The patient's attorney provided medical records. An intra-operative record noted migration of the l5-s1 cage approximately two weeks post implant. The cage was removed and replaced. The patient had been admitted to the hospital for right leg spasms and acute, chronic postoperative pain.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records do not indicate a non-conformance to specifications.